Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoirs were jamming and the tubing could not be primed. The customer's blood glucose reading was 519mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised customer with rewinding and priming. Customer was advised to monitor the blood glucose and pump and call if any further concerns. High blood glucose troubleshooting was declined by customer.